Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that the acutrak3 mini stick fit driver broke at the tip while inserting screw down metacarpal shaft. About a third of the tip broke longitudinally up the shaft to the beginning of the hexalobe shape. The driver tip did not get stuck in the screw but was left in patient. A new driver tip was used to completed after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00707 for the screw involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported t8 cannulated stick fit hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596342) was examined visually under magnification. The driver tip presented with distinguishable fracture surfaces and a portion of the tip broken off. The driver is a t8 cannulated stick fit hexalobe driver (part number 80-4155). The fracture surface comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver tip. None of the tip pieces were returned. The remaining intact portion of the driver tip was truncated in length. It represented approximately 40-60% of the original overall length of the hexalobe tip. Additional commentary collected from the party filing the incident noted the profile drill was not used. The absence of profile drill use can cause an increase in the required amount of insertion torque. The effect of an increase in the amount of insertion torque can require the driver tip to withstand a higher amount of stress during implant insertion. The observed fracture pattern on the driver tip supported the commentary in the event description. The torsional load application and brittle fracture mode can cause a driver to break into pieces. Not all the broken off tip pieces were returned nor the screw involved. The combination of observations, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.